Event description:
The pt's spouse called to report that spouse had given the pt meds not in accordance with how the doctor prescribed them after a hospital visit for a broken ankle, but according to the results of the suspect device. Spouse gave pt r insulin when the doctor had said not to use it. Spouse administered the insulin then checked pt's blood glucose. The suspect device result was 196 mg/dl. Spouse went to the store and returned to find pt comatose. Spouse rechecked pt's blood glucose and the reading was now 111 mg/dl. Spouse called the paramedics, whose meter read 29 mg/dl. Pt was given an IV and transported to the hospital. Glucose control solutions were not used on the system. The suspect device was replaced and authorized for return to the MFR for evaluation.